Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring and a blockage occurred in the patient line. Customer changed pump supplies to address the issue. Customer's blood glucose was 600 mg/dl. Elevated blood glucose was addressed with a bolus via the pump. Customer went to the emergency room and was subsequently hospitalized for diabetic ketoacidosis; ketone level was identified as dangerous by health care provider. Customer was treated intravenously with fluids of saline and insulin and was released from the hospital two days later with the issue resolved and no permanent damage. Tandem technical support performed system check with caller and determined the pump is functioning as intended.